Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the user passed away. Reportedly, customer experienced an elevated blood glucose level and subsequently passed away. At the time of the event, the nurse advised that they did not believe the pump contributed to the death of the user. No additional information was provided. The pump is expected to be returned and a pump data review will be performed.